Manufacturer narrative:
Approximate age of device- 4 years and 6 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient presented to the clinic with excessive amount of driveline drainage, pain at site and reports of fever past 24 hours. The patient was admitted to the hospital on (B)(6) 2018 for the driveline infection and was initially on intravenous therapy (IV) antibiotics and now on oral. It was also reported that the patient has a history of intermittent power spikes and pulsitile index (pi) events. The patient has reported elevated lactate dehydrogenase (ldh) in the 400s u/l up from baseline of 200s u/l and plasma free hemoglobin of 14.2. Log file submitted for review however; no actions were taken regarding recent log files and no treatment for the mentioned ldh. The patient declined IV antibiotics at home as patient will be traveling to europe for one month. The patient was discharged on oral antibiotics and is currently in poland. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported event could not be conclusively determined. Infection and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.